Event description:
It was reported that loss of capture and r wave amplitude variation due to dislodgment were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and r-wave amp variation. As received, a complete lead was returned in one piece with helix found stretched and clogged with blood/tissue. X-ray examination found the helix was stretched consistent with procedural damage. Unable to perform the helix mechanism/extension length test due to the stretched helix, as received. The reported event of failure to capture and r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Additional findings were found unrelated to the reported event. Visual inspection found an external insulation abrasion breaching the optim sheath with intact silicone insulation beneath at the proximal region of the lead. The cause of the external insulation abrasion is consistent with friction to the device can.